Event description:
It was reported that the customer had sensor issues and the numbers were off between the sensor glucose and blood glucose readings. Customer was getting a threshold suspend alarm and showing lower than 60 mg/dl for sensor glucose, but her blood glucose level was 160 mg/dl. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.